Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device failed op-check. The device error logs revealed a charge/shock failure, failed/pads/therapy pca. There was no patient involvement.